Event description:
(B)(4). This device case, which does not include an adverse event, reported by a consumer who contacted the company to report a product complaint, regards a male of unspecified age and origin. The patient was using an unspecified medication for treatment of an unspecified medication. On (B)(6) 2011, it was reported that the patient could not see the second digit on his humapen memoir insulin delivery device when dialing. This humapen memoir was associated with product complaint (B)(4) / lot unknown. The patient was the user of the device, and his training status was unknown. The suspect device duration of use was two to four weeks. Return status of the device was not provided.

Manufacturer narrative:
This report includes final evaluation findings. No additional information is expected. Evaluation summary: the patient reported that he could not see the second digit on his humapen memoir device. The device (batch number unknown) was not returned for investigation, therefore no root cause or corrective action could be determined. However the complaint narrative suggests missing segments in the numbers of the display. If the missing segments occurred in the dose numbers, this reportable malfunction may result in an inaccurate dose of insulin. The user would typically be aware of missing dose number segments. When the pen is powered on, all segments of the display are illuminated to confirm proper function. The user manual instructs, 'if any part of the pen display is missing do not use pen.' It further instructs that if the display is not working correctly to 'contact lilly or your healthcare professional.' Improper use and storage - there is evidence of improper use. The user reuses needles, which can result in an underdose. This misuse is not relevant to the user's complaint.

Manufacturer narrative:
Complaint suggestive of reportable malfunction/incident. Will investigate further. This is an initial report. A follow-up report will be submitted when the final evaluation is completed.

Event description:
Lilly case ID: (B)(4). This device case, which does not include an adverse event, reported by a consumer who contacted the company to report a product complaint, regards a male of unspecified age and origin. The patient was using an unspecified medication for treatment of an unspecified medication. On (B)(6) 2011, it was reported that the patient could not see the second digit on his humapen memoir insulin delivery device when dialing. This humapen memoir was associated with product complaint (B)(4) / lot unknown. The patient was the user of the device, and his training status was unknown. The suspect device duration of use was two to four weeks. Update (B)(6) 2011: additional information received (B)(6) 2011 via global product complaint database. Updated improper use. Added device specific safety summary. Updated EU/ca and medwatch info device fields.